Event description:
It was reported that during a breast biopsy. The marker did not deploy into the biopsy site. The physician used a mammomarker to complete the procedure. There was no pt consequences reported.

Manufacturer narrative:
The analysis results confirmed that one instrument was received with the introducer tube sheared off. The firing mechanishm was tested and it was fully functional. While no conclusion could be reached as to how this damage occured, we have documented the reported circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.